Manufacturer narrative:
A manufacturing evaluation was completed: the screw head is broken off. The chemical composition of the screw was tested by edx (qualitative). The screw was found to be made of ti6al7nb-alloy. A small portion of the screw was sectioned and prepared into a transversal microsection. Based on these results it can be concluded that the chemical composition and microstructure of the screw are in compliance with the international. Hardness measurements were carried out using a vickers indenter. The average hardness was found to fulfill the required minimum value of 900 mpa of the latest version of the international standards. The fracture surfaces indicate a fatigue fracture rather than a torsional fracture. When examining the fracture surface of the screw head with scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The initial crack started at the circumference of the core diameter and ran into the material. A secondary crack initiation was observed opposite of the initial crack. After breaking, the two fragments rubbed against each other causing few destruction of the fracture surfaces. At a higher magnification, fatigue striations were observed at the crack propagation zones. The fracture surfaces also showed a greater area with dimples. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed the screw failure was caused by fatigue and over-load. Based on the topography of the fracture surfaces, it can be concluded that the implants were subjected to moderate dynamic bending loads. Constantly alternating bending loads / load cycles during daily activities led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload / fatigue failure. The fact that the patient was suffering from a contralateral proximal humerus fracture may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a contralateral proximal humeral fracture and may have overused her wrist. The patient reported pain before the clinical review.

Manufacturer narrative:
Product investigation evaluation: implant breakage can occur due to various reasons: non-compliant patient during post-operative treatment; over-bending of the plate pre-operatively; inadequate reduction of the fracture; inadequate raw material of the implants (excluded by the material investigation); inadequate implant design; the fatigue strength of the va-lcp distal radius volar rim plate was compared with its predicate device, the ti juxta articular distal radius plate (442.472). The test result showed improved fatigue strength of the va-lcp distal radius volar rim plate compared to its predicate device. Therefore, the design of this plate was verified based on a product which is well accepted by the market. Multiple factors can lead to the failure mode which was documented by the device report. Some of these factors, such as patient specific factors, cannot be investigated, nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of this failure mode can be made. Therefore, this complaint is dispositioned as "confirmed", since the condition of the device agrees with the complaint description. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrs. Explant of the hardware may have been done on (B)(6) 2014, this is not confirmed (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient implanted for a contralateral proximal humeral fracture had the plate fracture at the first screw hole, which had no screw, and a screw fracture at the screw shaft head junction. At three weeks post-operative the x-rays showed good reduction and patient commented on how good it moved at two weeks with only a splint. The reduction has been lost and revision surgery is required, date unknown. The surgeon reported the cause of the event as possibly due to: osteopenic bone, rigid fixation and a long lever arm acting through a hole in the plate at the level of the fracture, which is why a screw was not implanted at the location. This is report 2 of 2 for com-(B)(4).